Event description:
It was reported, that the patient presented to the hospital. For a scheduled pacemaker changeout. Prior to procedure, the right atrial (ra) lead had failure to sense. Physician attempted to adjust the sensitivity via programming, but was unsuccessful. The ra lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.